Event description:
The company received a report where it was claimed that the tube developed a leak cuff during patient use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
(B)(4). Applicable 510k# for u.s distributed part is k965132. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.